Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 225cc mentor memorygel breast implant on the left side on (B)(6) 2008, and primary augmentation with 275cc mentor memorygel breast implant on the right side on (B)(6) 2007, and experienced capsular contracture; baker grade IV, and breast implant rupture on the left side, and gel bleed on her right side postoperatively. As a result, the patient underwent bilateral explantation, and replacement with unknown devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right gel bleed. Manufacturer¿s reference number: (B)(4).